Event description:
It was reported that this device could not be interrogated. The device has been implanted greater than nine years and the doctor suspects the inability to interrogate was due to a depleted battery. The doctor explanted and successfully replaced this device with a new one. There were no additional adverse patient effects.